Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screwdriver tip (cross-shaped) of the holding sleeve broke off during use. The broken tip was completely removed and there were no patient consequences. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The visual inspection of the returned device by the complaint handling unit revealed the screwdriver was received with piece of the distal working end missing. The screwdriver was manufactured in july 2008 according to specifications. The investigation has shown that the screwdriver head is missing a piece of the hexagonal spline. Visually we can see it was sheared off. This shows us that excessive force was used during insertion of the screw.